Event description:
A peritoneal dialysis (pd) pt's contact was in the process of cancelling out the treatment due to an air detected in cassette error when she noticed moisture on the inside of the cycler and on the cassette. She was advised to discontinue the pt's treatment and contact the pt's pd nurse. The pt completed treatment manually. The set was not made available for eval. During f/u, the pt's pd nurse reported that the pt did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported as this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls, were within spec. The complaint sample was not available for eval to confirm the alleged product malfunction. Therefore the complaint was deemed as not confirmed.